Manufacturer narrative:
Device evaluation: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 4th, 5th, 6th, 11th, 17th 18th and 19th distal stent wraps with struts raised and overlapping. The distal tip was kinked and deformed. The inner lumen patency was not verified with a 0.015 inch mandrel and 0.014 inch mandrel due to blood/contrast in the lumen. The guidewire entry port was slightly torn. Kinks were visible along the distal shaft at 14cm and 18cm proximal to the distal tip.

Event description:
It was reported that the physician intended to use a resolute onyx rx drug eluting stent to treat a severely tortuous and calcified lesion located in the ostium left main artery. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent deformation occurred in-vivo during positioning. The resolute onyx could not pass through the stent strut after the first pre-dilatation with a 2 mm balloon, (the bifurcation to riva was occluded). Physician was then able to pass the second resolute onyx 3.00 x 26 through the lesion after multiple pre-dilatation with a 2.5 mm balloon. Patient status post-procedure is alive with no injury. The physician thinks it was just a high calcification and additionally had to pass the device through stent struts (previously deployed stents).